Event description:
The surgeon reported the following adverse event during cataract surgery with attempted implantation of the istent in the patient's right eye. When the surgeon was trying to grasp the stent in the eye, the iris was pinched, the patient moved, and the iris was pinched, the patient moved, and the iris tore from the wall of the eye and bled. No istent was implanted and the surgeon attributed the adverse event to the patient movement. Hyphema was present at the one day postoperative visit, however, no medical or surgical intervention was required. The patient's prognosis is good.

Manufacturer narrative:
The device evaluation is in process and the findings will be provided in a supplemental report. Iris damage is listed as a potential adverse event in the device labeling. The surgeon has attributed the adverse event to unexpected patient movement during attempted implantation of the stent. (B)(4).